Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported that the staff noticed the patient was not being ventilated with the laryngeal mask during a bronchoalveolar lavage (bal) procedure. The staff intubated the patient and began using a bag-valve mask for ventilation. It was alleged that the patient went into cardiac arrest. After return of pulses, the patient was placed on a respiratory transport ventilator and transferred to the ICU. There were no reported patient sequelae.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed, and the root cause could not be determined. The abs was replaced following the event but could not be returned for engineering analysis, as it was disposed of due to potential tb/covid contamination. The device logs and breath logs do not indicate a ventilator malfunction, and bag mode was functioning as intended. Potential causes include an occlusion between the breathing system and the patient during ventilation, patient condition, and the bronchoalveolar lavage (bal) procedure. However, the high pressures observed in both bag and vent modes appear to be driven by a procedure and/or patient related issue. No further actions are planned by ge healthcare.